Event description:
It was reported that this right ventricular (rv) lead showed low, out of range pacing impedances. Technical services mentioned the concern was a lead insulation compromise. Evaluation of the lead was recommended. The rv lend remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).